Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 20 unopened pouches and 1 opened. Analysis and results: there is one previous complaint of this code-batch from the same end customer. Manufactured (B)(4) units of this code-batch. The (B)(4) units (two boxes) were distributed to this customer and (B)(4) units from stock were blocked in the previous complaint. Received 20 closed samples and 1 open and unused sample to analyze this complaint. All samples received have a single thread attached to the needle instead of two (there is no loop, only single suture). Root cause was determined to be a wrong needle attachment in the manufacturing process. The manufacturing personnel by mistake only attached one thread to the needle instead of two to perform the loop. Remarks: the involved personnel was informed about this issue to avoid that happens again. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Needle detached very easily from thread.